Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there was a loose connection and switch. The mobile view station (mvs) selector was replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure when the site went to do calibrations, the mobile viewing station (mvs) displayed a "program ending" message and then turned off. After a reboot, the system worked as expected. The site also mentioned the power switch was not working correctly and powering up when inthe off position. There was no patient present.

Manufacturer narrative:
Analysis on the mvs selector switch resulted in no failure being found through performance testing and visual/physical examination. Analysis states that the visual and functional testing confirms switch functions as expected and does not exhibit excessive play due to wear. If information is provided in the future, a supplemental report will be issued.